Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose over the course of three days. The customer's blood glucose was 411 mg/dl, which he treated with an insulin pump bolus. Troubleshooting was performed. The customer was advised to seek medical attention. No anomalies were found during troubleshooting and insulin did exit the tubing during manual prime. No leaks were noted, settings and history seemed correct. There were no alarms out of the ordinary. The customer was advised to change the entire infusion set, reservoir and insulin. The high pressure test was performed and passed. The insulin pump was determined to be working as designed. Nothing further was reported.